Manufacturer narrative:
This report is submitted on october 15, 2021.

Manufacturer narrative:
The device analysis report attached to initial report was incorrectly attached, please disregard.

Manufacturer narrative:
Clarification received from clinic: the patient experienced pain and edema following an MRI (1.5t) on (B)(6) 2021. However, due to non-use, the device was electively explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on august 26, 2021.

Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient experienced pain and subsequently magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2021. The patient's head was wrapped as recommended by cochlear. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2021 was filed inadvertently. No device malfunction or serious injury has occurred. This report is submitted on 9 june 2021.